Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. The following repair activities were performed: performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Replaced front bezel and membrane switch assy. To correct issue. Also, replaced damage console cover. Per (B)(4), performed software upgrade to the latest versions. Per (B)(4), replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Details can be found in the attached report. Further, a review into the depuy synthes mitek complaints system revealed two dissimilar complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 284002; supplier lot number: d43a20258; qty of lot: (B)(4); release to warehouse date: 11/18/2013; manufacturing date: 11/1/2013; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4); any anomalies or discrepancies in the manufacture of the lot: no. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that an fms vue pump was leaking out the top of shaver and when shaver turned on fluid shot out. Then case rep hooked up the shaver to different pump there was no issues they used new tubing as well same issue the surgery was completed with same unit. There was no reported patient harm or surgical delay.